Event description:
It was reported stimulation was turning off. The night prior, the patient was sleeping and ¿all of a sudden it didn¿t work.¿ it was stated, the patient did not do anything and then all of a sudden they were peeing in bed. As of the date of the report the patient had already been to the bathroom 10 times. The patient went to the doctor¿s office and they peed while they were waiting. They had no control. In addition, the patient also had trouble with the programmer. It was stated, the ¿machine¿ was ¿locked up or frozen¿ and they had set it to ¿do something¿ but it would not go up or down. During the call, the patient was not feeling stimulation. The patient was on program 2 at 1.3 v and it was verified that stimulation was off. Stimulation was turned back on and increased to 1.4v and they could feel it. It was noted, the patient was reportedly not taught how to use the programmer. Two days later, it was indicated the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient stated, ¿it wasn¿t working¿ because, they wet their pants twice on the date of the call. The ¿machine¿ reportedly shut off and did not do anything. It was showing ¿nothing coming into¿ the patient, ¿no vibes.¿ the patient could not feel anything. The patient¿s problems started five days prior and they spoke with a representative shortly after. It was later clarified that stimulation stopped two days prior and this was when the patient wet the bed. It worked fine until then and it was noted the patient had to turn therapy off to have x-rays done. When the patient turned it on, ¿it did not work.¿ it was indicated the ¿machine¿ did not let the patient increase and it ¿worked part time and then quit.¿ this had happened twice. It was noted that when the patient spoke to the representative, they turned it on and then it went ¿bye, bye.¿ the patient did not push any buttons on the programmer. During the call, it was confirmed that therapy was turned off on program 2 at 1.5v. Therapy was turned back on and it was ¿working now.¿ the patient felt stimulation, but a few minutes later did not feel stimulation. Upon synching again, it was confirmed the therapy was on. Stimulation was increased to 1.7v and the patient felt stimulation comfortably. The patient did not remember what voltage they were on prior, but remembered seeing ¿2.9¿ on the screen. A ¿poor communication¿ screen was seen one time while using the programmer. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
Additional information received reported the patient had spoken to the representative after the complaint of wetting the bed. With assistance from patient support, the patient was able to turn the device back on after accidentally turning it off. The representative also went over how to turn the stimulation up and the patient's symptoms were doing great again after these adjustments.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0cvem, implanted: 2014 (B)(6); product type lead. (B)(4).